Event description:
Essure was implanted inside my body in 2011. After having this product I went years without knowing my health was decreasing gradually. Now as 36 year old female I'm still facing problems. I've had migraines since the product I've experienced anxiety hair loss weight gain lots of swelling and also heavy periods with severe pain. After discussing all this with my doctors they finally come to agreement this product needed to be removed from my body. So I underwent surgery after all these years of suffering.